Event description:
Contracted acanthamoeba keratitis by cleaning focus monthly visitint lenses with tap water. The doctor's records have been requested, however, no additional information is available at this time.